Manufacturer narrative:
The procedure was an elective case. The target lesion was proximal and mid lad. At the proximal lad, the lesion was denovo and eccentric lesion, lesion classification was type b2. The lesion length was 18mm and vessel diameter was 2.25mm. At the mid lad, the lesion was denovo and bifurcated lesion. Lesion classification was also type b2. The lesion length was 23mm and vessel diameter was 2.0mm. At the mid lad, pre-dilation was conducted with a 2.0x20mm balloon at 6atms for 30 seconds. A 2.5x28mm cypher des was deployed at 12atms for 30 seconds. Post-dilatation was conducted with a 2.0x20mm balloon at 16atm for 30 seconds. Ivus was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 0%. At the proximal lad, pre-dilation was conducted with a 2.0x20mm balloon at 8atms for 30 seconds. A 2.5x23mm cypher des was deployed at 14atms for 30seconds. Post-dilatation was conducted with a 2.0x20mm balloon at 16atms for 30seconds. Ivus was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 0%. Act was not measured. Anti-platelet therapy conducted is the following: aspirin 81mg/day, ticlopidine hydrochloride 200mg/day, clopidogrel sulfate and heparin 10,000u/day. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate; approx 72 hrs post index procedure, the pt complained of chest pain while being hospitalized. St elevation was confirmed. Cag was conducted and thrombus was observed inside the cypher implanted at the proximal lad. Aspiration was conducted and poba was conducted at 20 atms. Inflation time was unk. Iabp was inserted. Physician's comment: the cause of the thrombotic event was because the stent was under-dilated.